Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records provided and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 ¿ cocr head - 61484662. 00620005822 ¿ shell ¿ 61439060. 00631005832 ¿ liner ¿ 67405421. 00625006525 ¿ bone screw ¿ 61436663. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00178.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain and elevated metal ion levels. During the revision, debridement of the necrotic intrascapsular tissue and corrosion was noted at the trunnion. The head was removed and replaced without complication. Attempts have been made and no additional information is available at this time.